Manufacturer narrative:
(B)(4).

Event description:
It was further reported that audible tone was not heard.

Event description:
It was reported that an abnormal sound was heard. The patient was undergoing radiofrequency ablation (rfa) in an unspecified location with a rf3000 radiofrequency generator; however an abnormal sound was heard. Following the procedure, it was noted that the volume of the alarm was lower than usual. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).